Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient presented to the emergency department with fever, rigor and chills. The blood cultures were taken, and the organism was identified as (B)(6) bacteremia. The patient was treated with antibiotics for sepsis and bacterial endocarditis with vegetation on the leads. The patient is a participant in a clinical study. The cardiac resynchronization therapy defibrillator (crt-d) system was replaced with a leadless implantable pulse generator (ipg).